Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise observed on atrial fibrillation (af) events. Technical services (ts) noted this appeared to be myopotential noise an oversensing was observed at points where the noise was large. Technical services (ts) discussed increasing smart charge in the future if untreated or treated episodes begin to be stored. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise observed on atrial fibrillation (af) events. Technical services (ts) noted this appeared to be myopotential noise an oversensing was observed at points where the noise was large. Technical services (ts) discussed increasing smart charge in the future if untreated or treated episodes begin to be stored. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the field representative was checking this patient who was in af with a lot of ectopy, and noise was recreated in primary vector and auto setup failed due to score too low. Ts noted varying morphologies and amplitudes could result in failing vectors and that the noise appeared mechanical and ultimately recommended considering a revision as this was likely an electrode fracture. Additional information is being requested from the field. Additional information was received that this patients therapy was turned off by the clinic and this patient was sent home with a lifevest. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise observed on atrial fibrillation (af) events. Technical services (ts) noted this appeared to be myopotential noise an oversensing was observed at points where the noise was large. Technical services (ts) discussed increasing smart charge in the future if untreated or treated episodes begin to be stored. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the field representative was checking this patient who was in af with a lot of ectopy, and noise was recreated in primary vector and auto setup failed due to score too low. Ts noted varying morphologies and amplitudes could result in failing vectors and that the noise appeared mechanical and ultimately recommended considering a revision as this was likely an electrode fracture. Additional information is being requested from the field.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.